Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt) sling advantage procedure performed on (B)(6) 2006. According to the complainant, on (B)(6) 2006, the patient experienced several urinary infections and pain in the back, pubis, leg and hips. She had an intense pain while in supine position and was unable to change in position. The patient also had a urinary dysfunction, in which she can not always empty her bladder. She sometimes position herself in squat to urinate and subsequently, incontinence recurred.